Event description:
Boston scientific received information that one day post-implant, a lead revision was performed because this left ventricular (lv) lead had dislodged. An attempt was made to reposition the lead, but difficulty was encountered when trying to position it in the coronary sinus. The lead was explanted and another model was implanted without further complication. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.